Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what part broke (firing knob, handle, anvil, cartridge.)? Did any piece break off of the device? If yes: did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler got broken when trying to insert the second cartridge, a kind of wheel fell out of it and the stapler could no longer be used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch #939c99 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. Additional information was requested, and the following was obtained: what part broke (firing knob, handle, anvil, cartridge.)? The firing knob or part of cartridge, the customer was asked to provide a photo. It will be uploaded once available. Did any piece break off of the device? Yes, a circle from the firing knob or cartridge. If yes: did it fall into the patient? No. Did retrieval alter the procedure in any way? If yes, please explain. Different device was used. Photo analysis: during the visual analysis, the following was observed: the photos shows a device inside a plastic bag and it can be seen that the left bearing was detached and it can be seen the bearing loose along with the device. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 962c75, and no non-conformances were identified.